Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a sensation polypectomy snare was used during a polypectomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the device failed to completely cut the polyp. The site further indicated that sound resonated from the handle during use. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event.